Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The ins turned off without explanation. Diagnostic methods included device interrogation, which showed device was off. Interventions included turning the ins back on, which resolved the event without sequelae on the same day as the event occurred. Etiology was stated to be related to device/therapy and not related to procedure. There was no applicable clinical diagnosis, and no medical symptoms reported. No further complications are anticipated.